Event description:
It was reported the patient complained she was unable to increase the strength of her scs system's stimulation therapy. Diagnostics revealed the system's lead had high impedances on all contacts. Surgical intervention may be taken to address the issue.

Event description:
Additional information obtained identified the patient was pursuing other treatment options and no surgical intervention was planned at this time.